Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone via an implanted pump. It was reported that the patient¿s pump was not functioning anymore. Per the hcp, the patient¿s previous hcp weaned her off hydromorphone and put saline in the pump. The hcp also stated that the patient was seeing multiple providers, so they were not even sure that it even had saline anymore. The patient¿s prior hcp had not seen the patient in about a year and a half, so it did not sound like she was using it. Per the reporter, they tried to interrogate the pump a couple of days ago, but the pump had no response like it wasn¿t even on. He stated that this was what he was told, but he was not there. MRI considerations for a pump that was not in use any longer were reviewed during the call.